Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main 5 enhanced full-height drawer was not detected on the communication bus. A field service engineer found that both pyxibus module controller boards had no power and replaced both pyxibus module controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system ls.sumed drawer failed to recover, preventing the nurses from removing the required medications. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.